Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to unlocked lcd keypad connector. No cosmetic damage noted.

Event description:
Customer reports to have experienced keypad anomaly. Customer states insulin pump was not in use for ten days due to hospitalization. Customer states esc and act buttons are no longer responding. Customer's blood glucose was 68 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.